Event description:
Reporter alleged discrepant back-to-back blood glucose results of 126mg/dl, 75mg/dl, and 60mg/dl, when tests were performed within 2 minutes apart on the s active system. The location in which the testing was performed was not provided. The customer self-treated with candy based on feelings of low blood glucose. No adverse event was reported. A request was made for the return of the suspect product and replacement product was sent.